Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurement decreased from 500 to 600 ohms to 400 ohms. Threshold measurements had increased from 1v at 0.4ms to 2.4v at 0.4ms. Additionally, upon device interrogation, a check lead message was observed for the right atrial (ra) lead and left ventricular (lv) lead, however, lead impedance measurements were within acceptable limits. Intrinsic amplitude measurements were reportedly varying. The patient implanted with this device system was pacer dependent and reportedly experienced black-out spells at their home. No adverse patient effects resulted from these incidences. Technical services was consulted and recommended performing isometric exercises to verify if any isolated noise signals were produced. Additionally, the patient was reported to have a localized infection in the area of the device implant. The boston scientific sales representative checked the device system and the threshold measurements were reportedly stable. The infectious disease department was to test the red area on the patient's chest to verify if the infection did exist. Additional information was received that a revision procedure was performed and the device system was explanted due to possible infection. A new device system was implanted without complication. No adverse patient effects were reported during the procedure.

Event description:
The lead was returned to allow for reliability analysis.

Manufacturer narrative:
At this time the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The complete lead was returned in two segments, severed approximately 13 centimeters from the is-1 pin. The extracting stylet was stuck inside the distal segment. Additionally, the rs- on the distal segment was pulled 27 cm proximally past the proximal end and the rs- coils were extremely stretched at the tip region of the lead, likely a result of the extraction procedure. The proximal shocking coil was also stretched at the proximal end. The portions of the lead segments were both found to be electrically continuous.